Manufacturer narrative:
B:5 additional information received ; it was reported the endoleak was a type ia was located in a non mdt investigational fenestrated device, it was also reported the cause of the endoleak was due to a poor previous procedure. The type ia was resolved by implanting another investigatory fenestrated suprarenal aaa device. There is no allegation against a medtronic stent graft therefore this event does not meet complaint criteria. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A talent bifurcate stent graft and aneurx stent graft were implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported through technical services, that an MRI technician had called to query if the implanted vascular device (stent graft) was MRI conditional. These stent grafts had been listed as deactivated on the device implant query database. When this was followed-up with the sales rep to find out if there had been any issues with the stent grafts. It was reported that on an unknown date over nine years post the index procedure, the patient had developed a type I endoleak and aneurysm enlargement. The patient underwent intervention for this and had a revision procedure performed. No cause of the event was reported. No additional clinical sequelae were provided and the patient is fine.